Event description:
It was reported the customer was hospitalized for high blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 577 mg/dl. The customer reported that they had gone to the doctor for a check up when the doctor advised them to go to the hospital for high blood glucose. The customer also stated the cause of their hospitalization was hyperglycemia. Customer stated they were treated with insulin and an IV. The customer was released the same day. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).